Event description:
On 05-oct-2022 apifix received a request form from italy distributor requesting an apifix surgical set for an implant removal surgery on (B)(6) 2022. Apifix received no communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device, nor any indication of patient harm.

Manufacturer narrative:
On 05-oct-2022 apifix received a request form from italy distributor requesting an apifix surgical set for an implant removal surgery on (B)(6) 2022. Apifix received no communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device, nor any indication of patient harm. Despite reasonable attempts to obtain additional information, no additional information had been provided. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event is involving a removal/revision surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this event. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
On 16-nov-2022 apifix received additional information regarding this reported event: patient #(B)(6) index procedure was performed on (B)(6) 2017. On (B)(6) 2022, the patient's implant was removed due to curve progression. The device allegedly could no longer maintain the patient's curve, it was further reported that "the device was reportedly intact, not broken." Device is expected to be returned to apifix for evaluation. Upon completion of that evaluation, a follow up MDR will be reported.

Manufacturer narrative:
On 16-nov-2022 apifix received additional information regarding this reported event: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedure and shipped according to manufacturer's specifications. Patient #(B)(6) index procedure was performed on (B)(6) 2017. On (B)(6) 2022, the patient's implant was removed due to curve progression. The device reportedly 'could no longer maintain the patient's curve,' it was further reported that upon removal "the device was reportedly intact, not broken." Reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev r; this complaint does not change the occurrences rate. The risk of curve progression is a known risk. When considering all relevant criteria (curve progression, insufficient curve correction, imbalance) the rate is within the literature reported rate of 0.3-4.6% (cer dms-727 rev u) as described in the category "serial casting, deformity progression, crankshaft/adding on, proximal/distal junctional kyphosis, rib prominence, residual rib deformity, trunk imbalance, the distal adding-on phenomenon". Device is expected to be returned to apifix for evaluation. Upon completion of that evaluation, a follow up MDR will be reported.

Manufacturer narrative:
Device was returned to manufacturer for analysis. Engineering analysis: the explanted device was returned to manufacturer and was subjected to cleaning, steam sterilizing, and engineering evaluation. No defects or failures were observed in the explants. Spherical rings articulated freely. Wear was observed on the spherical ring and inside the spherical ring housing. There were no obvious manufacturing or design defects which contributed to the failure.